Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate hv therapy for sinus tachycardia. During device interrogation it was noted that the device was in back up vvi mode. A device download was successfully performed. The patient was stable before, during, and after the event.